Event description:
It was reported that this programmer lost communication with a device and the screen went blank during an interrogation session. It was further noted that this has occurred several times with the same programmer. Follow-up indicated that each session was either able to be completed with the same programmer or there was another readily available, there were no patient complications as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 2067, radio frequency programmer head. (B)(4).